Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the device was returned with the ligator housing with six bands attached to it and one of them is overlapped and broken. The teeth were found bent and broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It is possible that this might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used above the esoophagus during an endoscopy with ligation procedure to treat esophageal varices prolapse performed on (B)(6) 2024. During the procedure, when the ligature was fired, it turned in false and the ligates did not come off. Event after removing the device from the patient's digestive tube, it would not fire. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used above the esoophagus during an endoscopy with ligation procedure to treat esophageal varices prolapse performed on (B)(6) 2024. During the procedure, when the ligature was fired, it turned in false and the ligates did not come off. Event after removing the device from the patient's digestive tube, it would not fire. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.